Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a false positive discrepant result of 0.09 ng/l on a 74 year old male patient . There was no additional patient information at the time of this report. Return product is not available for investigation. Method date collect/tested result sample type. I-stat (B)(6) 2023 13:48 0.09ng/ml wb. Vitros 5600 (B)(6) 2023 13:48 <0.012ng/ml plasma. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the pateint suffered an mi. The investigation is underway. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 21-mar-2024. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridges could not be tested as the lot expired prior to the communication of the issue by the customer. Ctni cartridge lot b23129 is associated with a previously identified deficiency for suppressed results, which is unrelated to customer's observation of discrepant results. The issue is documented in quality record (qr) (B)(4).

Event description:
Na.